Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged,disengaged; cartridge batch number: a-k46u6j b-j446; cartridge position: loaded; drivers present in cartridge, ab-present/up; firing knob position: back/partial, back; gapspace pin condition: ab-good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; knife condition: good; staples present? Formed/unformed, ab-no; and swing tab position: locked/unlock, ab-locked. Functional tests & resuts: instrument safety lockout properly, yes; staples fire properly, yes; and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples across the entire staple line as designed. The staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported by an affiliate during a pulmonary wedge resection part of the staples from the tlc75 did not form, causing bleeding. Add'l medication was required.